Event description:
A call to technical services on (B)(6) 2012 states that patient had two inappropriate shocks due to oversensing. Patient has a st. Jude system. Has a riata lead. Physician brought patient into lab and did some fluoro images, states that it looks like some separation. Ts referred caller to st. Jude. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).